Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years post implant of this 25 mm aortic bioprosthetic valve, it was explanted due to stenosis. The valve was replaced with a non-medtronic valve. No additional adverse patient effects were reported.